Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a previous device history record (DHR) review was conducted by the manufacture site on december 19, 2019. The DHR review revealed of the (B)(4)-unit batch, zero non-conformances of this lot were identified. Final micro and sterility tests passed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent a left knee attune arthroplasty. The patella was re-surfaced, and cement manufacturer was depuy. There were no complications noted. On (B)(6) 2019, the patient presented with pain during ambulation and adls. Infection was ruled out. The patient was found to have a loose tibial tray. The loosening interface was implant to cement interface. Cement mantle appeared to be intact. The femoral component, and patella were not revised. Attune revision tibial implants were placed with competitor cement. Doi: (B)(6) 2016; dor: (B)(6) 2019: left knee.